Event description:
The pt experienced an event where he was tested and his blood glucose result was 202 mg/dl on accu-chek inform system and 74 mg/dl on the hospital owned bayer meter. A lab was drawn at an undisclosed time. Ninety-three minutes later, a lab result of 95 mg/dl was reported. No reported medical intervention conducted based on the results. The pt was on continuous intravenous therapy (5% dextrose). New system sent and return requested.